Event description:
It was reported that a cartridge alarm occurred. The customer states pump is also making very different noises in the past month and sounding very labored and loud when filling tubing and delivering a bolus. She has lost confidence in this pump and is questioning if it is functioning properly.customer reverted to an alternate method of insulin therapy.no further information is available.there was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.